Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument would not turn from side to side or move in the direction the surgeon needed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument would turn to the side when attempted to be used, when attempted to be used the instrument would not move in the intended direction, it was unable to be used and was swapped out. The customer stated that the surgeon wanted the instrument to be straight but the instrument would automatically move to one side.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the issue could not be replicated nor confirmed. The part was returned with a reported complaint that does not affect functionality. No damage found. No product issue was identified. The instrument was placed and driven on an in-house system showing 5 uses remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly passing the grasping tests successfully. The instrument was fully functional. There was no physical damage. There was no problem detected. The complaint was not confirmed by failure analysis.